Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that procedural circumstances contributed to the reported difficulty to remove. It is likely that the guidewire was caught on the supera proximal stent struts but ultimately was able to be easily removed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery. Balloon angioplasty was performed, using a 5.0 x 40 mm dilatation catheter and then a 7.0 x 40 mm dilatation catheter. The 6.5 x 40 mm supera stent delivery system was advanced to the target lesion using a 6french sheath and a .018 non-abbott guide wire. The supera stent was deployed without issue; however, after the stent was deployed, it was noted that the guide wire was caught in the proximal stent struts. Although the guide wire was caught in the stent struts, with manipulation, it was easily removed. No damage to the implanted supera stent was noted. There was no adverse patient effect and no clinically significant delay. No additional information was provided.